Event description:
It was reported that a patient had experienced an overstimulation sensation following a reprogramming session at his clinic where "only the upright position electrodes had been changed, and everything else had stayed the same but the other positions had not been programmed." The patient felt fine in the office and walking out to his car but when he went to get into the car, he felt that his implantable neurostimulator (ins) was "frying him." Less than two weeks later it was reported that no diagnostics had been performed. The patient was keeping the ins off at this time. No other information was provided.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).